Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 350-450 mg/dl and a bolus was delivered via the pump. The bg climbed to 450 mg/dl and the customer thought that the pump was not delivering insulin properly. The ketone level was high and water was consumed to address it. The customer was not confident in using the pump and reverted to using insulin injections. Bg was lowered. The customer's healthcare provider agreed that the customer was not to use the pump for insulin therapy.